Event description:
Customer reported 3rd and 4th pins on the device are blackened or discolored. Customer stated being unsure when the device was last cleaned. No treatment. A request was made for return product and replacement product was sent.